Manufacturer narrative:
On 14-dec-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial tachycardia left (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an ep study, a pericardial effusion was diagnosed via echo after the patient's pressure dropped. No rf was performed. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Per the event, several tests were performed. The magnetic, temperature, and screening test features were tested and errors 105 and 106 were observed. In addition, the product was deflecting and irrigating correctly. Errors appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 30625550l number, and no internal action related to the complaint were found during the review. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia left (at) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an ep study, a pericardial effusion was diagnosed via echo after the patient's pressure dropped. No rf was performed. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).